Manufacturer narrative:
Device investigation: results: the proximal end of the pusher assembly was kinked approximately 5.0 cm, 8.0 cm, 17.5 cm, and 32.5 cm from the proximal end. The coil is still attached to the pusher assembly and the pet-lock is still intact on the proximal end of the pusher wire. Conclusions: the complaint has been evaluated. The complaint indicates that the proximal end of the pusher assembly was kinked during the delivery of the coil. The device was removed from the patient. The complaint also states the pusher assembly may have been manipulated with excess force. Evaluation of the returned device confirmed kinks in the proximal end of the pusher assembly. The coil was still attached to the pusher assembly. It appears that when pushing the device through the microcatheter, the device was pushed forcefully, causing the pusher assembly to kink. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, after successfully deploying four coils, the pusher wire of a penumbra coil 400 was kinked as it was being advanced into the catheter. To prevent unintentional coil detachment, the physician removed the penumbra coil 400 and embolization was completed using another manufacturer's coil. There was no report of an adverse effect on the patient. Physician comments: compared to the procedure of deployment of four coils, I might manipulate the delivery pusher more forcefully.